Manufacturer narrative:
H6: investigation summary it was reported the detachable safety system disengaged from the needle leaving the needle free. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, one picture was received for analysis by our quality team. The photo shows the safety device was not covering the needle. A device history record review was completed for provided material number 383328, lot 2032682. The review revealed there were no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria. To date, there have been no other similar events reported for this lot. Based on the investigation results, bd was able to confirm the customer¿s indicated failure, but without the physical sample analysis a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system the safety mechanism detached. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: when placing the catheter subcutaneously in one patient, when removing the needle, the detachable safety system disengaged from the needle leaving the needle free. There was no need to change the patient's catheter.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system the safety mechanism detached. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: when placing the catheter subcutaneously in one patient, when removing the needle, the detachable safety system disengaged from the needle leaving the needle free. There was no need to change the patient's catheter.